Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 11th may 2009 and performed to specification, alongside random manual power ups, up to the 9th december 2012. The device failed a self-test due to a low battery on the 11th december 2012, later on this date an increase in voltage is recorded suggesting a further pad-pak was installed, the device passed a self-test. The device records multiple manual power ups mainly of ten minutes duration between the 12th april 2016 and the last log entry on the 5th may 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.